Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2012. This patient is participating in a post-market study of the argus ii. On (B)(6) 2014, the patient was seen for a follow-up visit. During this visit, this patient was diagnosed with a recurrence of conjunctival erosion at the coil region. On (B)(6) 2014, the patient underwent revision surgery in which the surgeon placed a pericardial patch over the coil. He then re-sutured the conjunctiva with sutures. There was no defect or malfunction of the device associated with this event.